Event description:
It was reported that .. "Mantis torque wrench broke at the tip during final tightening. Another sterilized set was at the hospital and the torque wrench in that set was used to final tighten."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; results: the hex tip of the mantis redux torque wrench instrument was confirmed to be broken. The torque wrench and the fractured fragment were returned for evaluation. The torque wrench is used for final tightening once the correction procedures have been carried out and the spine is fixed in a satisfactory position for the surgeon; used with the counter torque tube and the torque wrench together to perform final tightening. The lot number record & a thorough manufacturing review for the torque wrench were reviewed and no relevant deviations were reported. The mentioned deviation dealt solely on inaccurate laser marking on the instrument at the time of production. The instruments were reworked, re-inspected and accepted per stryker specifications. A detailed investigation performed for showed that the breakage of hex tip was linked with the insertion of a small pin into the inner shaft and the presence of heat during welding. The small pin inserted into the inner and outer shaft was used to ensure a strong connection between two shafts. This pin was removed within the design change. Conclusion: the mantis redux torque wrench breakage at the hex tip during final tightening was verified. The fragmented hex tip was immediately removed from the surgical site and no adverse consequences were reported to the patient. The root cause of the failure is attributed to design issues and manufacturing processes issues which were promptly modified concerning the breakage at the hex tip. These issues included an insufficient fillet at the radius between the hex and the main cylinder, an inadequate heat treat process, and inadequate manufacturing transfer. The mantis redux torque wrench being investigated come from a lot which was released in december prior to the instrument design & manufacturing refinement that was implemented in june.

Event description:
It was reported that .. "Mantis torque wrench broke at the tip during final tightening. Another sterilized set was at the hospital and the torque wrench in that set was used to final tighten. "